Manufacturer narrative:
Strain relief. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a strain relief. Inamed does not anticipate the device will be returned. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."

Event description:
This report was received as part of a clinical study that was both retrospective and part-prospective in nature. The clinical report indicates the access port was explanted and replaced due to access port leakage.